Manufacturer narrative:
Product analysis: the analyzer failed incoming functional testing. The connector pin was found to be disturbed. Contamination was found in the backup battery bay. The analyzer was sent to the contract manufacturer for repair and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned form loan and subsequently tested out of specification. There was no patient involvement.